Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The clinic has now reprogrammed the shock zone to a higher setting. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous device. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The clinic has now reprogrammed the shock zone to a higher setting. The system remains implanted. There were no additional adverse patient effects.